Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, when closing the jaws inside the patient with the medium-large clip applier instrument, the clip engaged with the jaws of the instrument and the clip could not be applied to the tissue. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no instrument motion was experienced, issue was not related to the instrument remaining static nor unexpected motion while attempting to clip. The incident occurred during the first application of the clip. A back-up was used to resolve the issue. The instrument is available for evaluation and has been sent to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one severely bent grip notch which holding the clips, causing misalignment of the grip-tips. The grip notch was bent by 0.38mm. The grips were not found to have cracking damage. The complaint regarding an engagement issue with the jaws of the clip applier was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.